Manufacturer narrative:
(B)(4). The report of the device failing to alarm appropriately for air-in-line was not confirmed. Review of the event logs showed that the air-in-line threshold was set to the 250'l setting with accumulated air detection enabled. On the reported event date of (B)(6) 2016 the logs recorded three sequences of infusion programming at the reported event rate of 75ml/hr. These were started at 12:02 am, 4:51 am, and 10:56 am. An air-in-line alarm occurred during the first infusion; no air-in-line or accumulated air-in-line alarms were recorded during the second or third infusions. An additional infusion was started at 12:12 pm at a rate of 100 ml/hr; no air-in-line or accumulated air-in-line alarms were recorded during this infusion. The returned primary administration set was inspected and found to have segments of air and fluid past the air-in-line sensor, with the largest segment of air measuring approximately 1.375¿ in length. Functional and pressure testing showed no signs of leaking or air ingress. Functional testing of the pump module was performed by injecting single air boluses into the injection site above the pump using a digital syringe to test the 250'l alarm limit; a total of three trials were performed. The device alarmed appropriately at the 250'l air-in-line threshold setting each time. The module was also tested using the returned event administration set by injecting air boluses; the device alarmed for air-in-line as expected. The ultrasonic air-in-line signal amplitude and frequency were measured using the returned set and were found to be functioning within specification. The cause of the reported event was determined to be an air bolus being too small to trigger an air-in-line alarm at the configured air-in-line threshold setting. At the 250'l single bolus threshold limit, a bubble that could pass through the air-in-line sensor without triggering an alarm could be as large as 1.67 inches (4.2 cm) in length. This is larger than the length of air that was noted in the returned administration set.

Event description:
The customer reported that an "excessive amount of air was infused into a patient and the air in line sensor did not alarm. The patient received an air embolism and expired." The bag had been hung about an hour prior, infusing at 75 ml/hr so was still quite full. At the time of the event the pump was immediately disconnected from the patient. An air embolism to the brain was confirmed; support was withdrawn at some point and the patient later expired. Received copy of customer's medwatch from the FDA which states, "event desc: pt with air in IV line, pump did not alarm, air embolus to brain. What was the original intended procedure? Infuse maintenance fluid" received additional copy of customer's medwatch from the FDA which states. "Event desc: air in IV line, pt died of air embolus to brain. What was the original intended procedure? IV infusion"